Event description:
The pt was presented to the emergency room on may 25, 2000, with short distance claudication of the right side, numbness and tingling of the right foot. Claudication of the right leg began shortly after an angio-seal device was deployed in the right femoral artery. The pt reported short distance claudication in the right calf at 300 yards which became progressively worse over the next week. Pt is now complaining of left foot numbness and tingling. Examination revealed that the right lower extremity is warm, with foot slightly cooler. Strong femoral thrill is palpated with right foot bruit. No popliteal, dorsalis pedis or posterior tibial pulses are palpated. Left lower extremity is warm. Diagnosis: ischemic optic nuuropthy. The angio-seal device was removed in 2000 and the pt was discharged on 5/27/2000 in good condition.